Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one instrument. Visual inspection of internal components revealed a sheared tooth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter: occurred during a laparospcic video assisted thoracotomy procedure. The stapling device was being used for the wedge resection of the lung. The handle cracked and did not fire. The knife blade did not move forward. The surgeon was able to press the green button and was able to squeeze the handle. In order to resolve the issue and complete the case, opened an additional stapler and reload. There was no patient harm. The patient outcome is alive, no injury.